Manufacturer narrative:
The bench submitted a quote to the customer for a replacement paddle set. The technician awaits the customer's approval and the part that is on a global parts hold. Once the part it received, the device will be returned to the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has broken paddles. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.